Event description:
It was reported that during percutaneous coronary interventions stent damage occurred. The target lesion was located in bifurcation at the calcified left artery. The lesion was predilated using an unspecified 6f balloon catheter. Then a 3.50mm x 12mm promus element ¿ stent delivery system (sds) was advanced to the lesion; however, the resistance was encountered during the insertion and the device was not able to cross the target lesion. It was noted that during removal of the sds, the stent was collapsed. The stent was broken and seemed to be pushed together. The procedure was completed with a different device. No patient complications were reported and patient's status was reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged and stretched proximally out over the proximal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary interventions stent damage occurred. The target lesion was located in bifurcation at the calcified left artery. The lesion was predilated using an unspecified 6f balloon catheter. Then a 3.50mm x 12mm promus element ¿ stent delivery system (sds) was advanced to the lesion; however, the resistance was encountered during the insertion and the device was not able to cross the target lesion. It was noted that during removal of the sds, the stent was collapsed. The stent was broken and seemed to be pushed together. The procedure was completed with a different device. No patient complications were reported and patient's status was reported as good.